Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). On (B)(6) 2024 at 14:25:15, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). On (B)(6) 2024 at 05:12:23, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6) , was not returned for analysis. Additional information provided stated that the customer originally was able to reset the alarm and the alarm did not return. However, the alarm returned later, and the alarm would not clear. After the modular cable and controller were exchanged, the alarm resolved. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 left ventricular assist system (lvas) patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. The log files confirmed driveline power a fault. The alarm was reset and did not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the alarm was cleared and returned immediately. The system controller and modular cable were exchanged, and the alarm cleared. Related regulatory reference MFR # 2916596-2024-01503.